Event description:
A consumer reported that she received second degree burns on her lap from hot water that spilled from the personal steam inhaler. She stated that the top of the unit was not locked securely while she was using the product, and she picked it up causing hot water to spill out of the unit, resulting in her injuries. Medical intervention was sought. The injury resulted in an infection despite her best efforts to care for it. The instructions for proper use have clear warnings that state "the appliance should always be placed on a firm, flat, waterproof and heat resistant surface. Be sure the appliance is in a stable position and the power cord is out of the way to prevent the appliance from being overturned.", as well as, "caution: never move or disassemble the appliance while in use. It can spill hot water if tilted, shaken, or overturned which may lead to injury or burns." Kaz USA, inc. Has requested that the product be returned to our company for testing.

Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.